Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient was hospitalized for diarrhea. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began treatment with tazin (2.25gm, three times daily, ip), traxton z (1.25gm, twice daily, ip), razo (20mg, twice daily, ip), perinorm (1amp, three times daily, ip), drotin (1amp, three times daily, ip) and nitazox (500mg, three times daily, ip). On (B)(6) 2011, the patient began treatment with unizox (1gm, daily, ip). At the time of reporting, the patient remained hospitalized due to the diarrhea, the events of peritonitis and diarrhea were resolving/recovering and the patient continued remedial therapy with tazin, traxton z, razo, perinorm, drotin, nitazox and unizox. Dianeal pd2 ultrabag therapy continued.